Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual examination revealed one loose partial piece of suture with one used reshaped needle still attached and needle was noted to have user holder marks throughout the body. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Actual needle sample was received in reshaped condition. However, user handling error was determined to be the cause of the issue. User holder marks were visible throughout needle body including needle tip and swage area. In order to avoid damage and subsequent breakage, IFU recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, when the needle passed through the vase and the patch and was extracted from the tissue, it bend. The surgeon tried to continue the procedure with the bended needle but after few passages the suture wire broke off. Another like device was used to complete the procedure. There were no adverse consequences to the patient reported.